Event description:
It was reported that 8 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to prime or difficulty priming during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9106630. Verbatim: consumer reported needle clog during priming, then noticed that the needle was bent at non patient end. Consumer is new to using pen needles, started using about three weeks ago. Exp 04-30-2024. Occurrence date unknown.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to prime or difficulty priming during use. The following information was provided by the initial reporter: material no: 320122 batch no: 9106630. Verbatim: consumer reported needle clog during priming, then noticed that the needle was bent at non patient end. Consumer is new to using pen needles, started using about three weeks ago. Exp 04-30-2024. Occurrence date unknown.